Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was investigated. As received, the charger was intermittently unable to power on. Upon investigation the battery charger/modem had a defective power supply connector. The cause for the failure was isolated to a defective power supply connector. The root cause for the defective power supply connector could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger/modem indicating that the charger/modem was resetting.